Manufacturer narrative:
Initial reporter address 1: (B)(6). Device evaluated by MFR: the device was returned for analysis. A main coil, introducer sheath and delivery wire were returned for this complaint. The delivery wire was inspected and no anomalies was noted. The main coil was inspected and the zap tip was inspected and was found detached. The part detached was not received. No more damages were found in the returned device. Microscopic inspection of the delivery wire was performed and observed that the proximal end has a smooth surface. The interlocking arm was found in good condition. Microscopic inspection of the main coil was performed and observed that the zap tip was inspected and was found detached. The interlocking arm was inspected, and no anomalies was noted. Dimensional inspection of the delivery wire that could be measured were performed, and were within specification. Dimensional inspection of the main coil was performed, and observed that the outer diameter (od) of the primary coil and no. Of distal and proximal fiber bundles were within specification. However, the od of the zap tip could not be measured.

Event description:
Reportable based on device analysis completed on (B)(6) 2020. It was reported that the coil was stuck inside the catheter's hub. An 8mmx20cm interlock was selected for use. During procedure, it was noted that the coil got stuck inside the catheter's hub. The catheter was removed and flushed out to remove the coil from it. The procedure was completed with another of the same device. There were no complications reported and the patient was stable post procedure. However, device analysis revealed zap tip detachment.